Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a fluid leak. The patient stated she noticed the leak when she went to turn off the cycler in the morning. The patient stated the fluid was in the cassette door and on the floor. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.